Manufacturer narrative:
The dcb and the connecting cable were not returned. The coil was returned unsheathed. There was compression damage found to one section. The detachment fiber did not receive heat and melt. Located on the top proximal end of the resheathing tool in the cutout, the v notch has been severely fractured. The locking mechanism and the sheath are lodged into the v notch. The sheath was severed at the locking mechanism and not returned. The coil was detached on the first detachment cycle. The resistance remained inside the specification range after the detachment. The detachment fiber received heat and melted as designed. The device positioning unit (dpu) passed electrical testing. The coil detached on the first detachment cycle. Laboratory testing could not duplicate the complaint event. Therefore; the root cause of the coils nondetachment cannot be determined. In addition; without the return of the compete detachment system used in the procedure; it cannot be determined if these components contributed to the complaint event. Although not related to the complaint event; it was found that the sheath¿s locking mechanism was embedded into the resheathing tool¿s v notch. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends; ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool; grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end; and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger; as shown in figure 3... ¿ based on the information and analysis, the event was not confirmed. The returned product passed testing and a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
The deltapaq coil did not detach within the aneurysm. The doctor was treating an aneurysm and was able to get the coil positioned perfectly within the aneurysm. He then connected the detachment cable and attempted to detach the coil; it did not detach. So he repositioned the coil marker with that of the proximal microcatheter marker band and tried detaching again but the coil did not detach. He then attempted to reposition his microcatheter slightly thinking there might be a kink at the end of the microcatheter and tried detaching again. The coil would not detach after he tried numerous times. The coil was not repositioned more than once.